Event description:
It was reported that the pulse generator could not be interrogated and exhibited a low magnet rate post implant. In the recovery room, the patient's rate dropped to 40 pulses per minute (ppm). Pacing was seen between 56-60 ppm with a magnet over the device. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer and medwatch form.